Manufacturer narrative:
(B)(4). Nonconforming cartridge weld and nonconforming staple stack. The analysis results confirmed that the device was received with an insufficient cartridge weld. In addition, the staple stack was noted to be misaligned and one staple was jammed in the cartridge nose. No functional test could be performed with the device. It is possible that the insufficient nose weld caused the staples to become misaligned. While no conclusion could be reached as to how the cartridge weld became insufficient, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the clips would not form properly, as they seemed to be misaligned. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.